Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies, increasing thresholds, and 1500 ohms impedance. An x-ray confirmed a "defect".